Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the 13 gauge osteo introducer could not be removed once inserted into the bone. When the physician tried to pull back on the cannula, the hub came off. This then made it difficult and stressful to try and remove it without it breaking off in the bone. The product was then carefully removed with the help of long tongs. No fragments of the broken product remained in the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed only the threaded stylus was returned. Optical inspection confirmed the stylus was filled with dried cement. The size 3 stylus had separated from the hub from what appears to be excessive force applied during removal of the stylus. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.